Manufacturer narrative:
The user of the device stated that pancreatitis could be caused by the fna needle. The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. Statements from the instructions for use include: "if using the device through an fna needle, make sure to maintain eus visualization of forceps at all times during usage. Losing visualization of forceps may allow the end user to advance forceps too far, potentially injuring surrounding tissue or structures. The risks associated with using this device through an fna needle under eus guidance are similar to the risks incurred when standard eus fna is performed." The device subject of this complaint is not available for evaluation. The user of the device has declined further communication regarding this event. No further issues have been reported.

Event description:
The distributor reported that a patient developed pancreatitis following a procedure which included use of the moray micro forceps through a 19g fna needle for sampling a pancreatic cyst. The user of the device has declined to provide patient status or treatment information beyond the development on pancreatitis.